Manufacturer narrative:
Complaint no: (B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with continuous ambulatory peritoneal dialysis (capd) therapy. Seven days prior to passing away, the patient was hospitalized for an unrelated indication and the patient was hospitalized at the time of death. Peritoneal dialysis therapy was reported to be ongoing up until the time of death but it was not reported if therapy was being performed with a baxter healthcare device and/or baxter healthcare solution(s) at the time of death. The cause of death was unknown and it was unknown if an autopsy was performed. No additional information is available.